Event description:
Patient called lifescan on april 13, 2006 alleging that he was unable to test on his meter due to the date/time issue. The patient contacted lfs on april 2006 in regards to the issue and was waiting for a replacement meter since the issue was not resolved. On the evening of april 13, 2006 the patient decreased his set amount of insulin on his own from 33u to 20u of lantus at night since he was unable to test and was waiting for a replacement meter. He woke up and the following morning feeling dizzy and "out of it". His wife contacted paramedics and when they arrived they tested the patient and received a 46 mg/dl and treated thepatient kwith glucose and orange juice. The patient was taken to the hospital at 9:00 am and was released at 2:30pm. The patient's heart was monitored and his blood pressure was also taken. The physician decreased his lantus from 33u to 10u at night. The patient's blood glucose prior to being released was 100 mg/dl. Customer care agent (cca) did a field exchange with a local pharmacy; therefore, the patient was able to test his blood glucose last night and this morning. The complaint is being reported since the patient was unable to test and was treated for hypoglycemia by a medical professional.